Event description:
The pain service rn called the patient at home to follow up pain control with an I-flow on-q pain pump. Patient stated it leaked so badly that after he'd gone through 7 shirts, he stopped using the pump. Patient returned pump to hospital, and we will return to I-flow corporation to investigate. This was a 600ml pump, lot #082294, model #cb6004. It was filled to 700ml, which the manufacturer says is okay.